Manufacturer narrative:
E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when attaching the capd disposable disconnect "y" set to the minicap transfer set, the disconnect "y" set kept spinning on connection and would not seal the connection. This occurred during setup of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was not returned and lot number was not available; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.